Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00229, 00230, 00231 and 00232.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009, and subsequently expired on or about (B)(6) 2009, after the use of the product.